Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. According to the reporter, on (B)(6) 2024, the pediatric patient experienced a skin reaction with redness, eczema and extended beyond the patch perimeter. The skin reaction was treated, however, no specific treatment or intervention was reported. There was no further details provided. Photos of the reported skin reaction in the complaint record were reviewed. The photos showed circular erythematous skin consistent with the footprint of the sensor patch. There appeared to be superficial scaling and slightly dry skin. There is no documentation of scarring, or systemic involvement. The patient´s current condition was unknown. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).